Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. Photographs were provided by the account. The delivery device was observed outside the loading device, with the seal and tension spring assembly was visible inside the loading device body. The white plunger was observed, but unable to see if it was fully depressed. A visual inspection was conducted. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. The seal and tension spring assembly was observed to be intact, no visual defects were observed. No cracks or delamination was observed on the seal. Measurements were taken of the delivery device. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220inches (B)(4). The length of the delivery tube was measured at 2.50 inches (B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they used the heartstring 3.8mm during opcab, confirming that the seal was properly installed in the tube according to the IFU in the seal loader window, and then the seal was the delivery device in the process of separating it. It gets caught in the middle of the eye and does not fall out. They tried to remove the seal and install it, but the seal did not come out and could not be used, so the operation was well completed using the same new product. There was no abnormality in the patient's condition.